Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with cracked battery tube threads.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 586 mg/dl. Customer stated that her insulin pump was malfunctioning. Customer stated that in the hospital she delivered a 30 units bolus because her blood glucose was 500 mg/dl. A few hours later, she checked and the blood glucose was still 500 mg/dl. Customer stated that she was not able to walk very well. Nothing further was reported.